Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: 5076-52 lead implanted (B)(6) 2001, 5024m-58 lead implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.